Event description:
It was reported that the customer experienced diabetes ketoacidosis and went to the emergency room with high blood glucose of 988mg/dl; the customer was treated with an insulin drip. It was stated that the customer started throwing up at night thru next day; she was not eating and just having fluids. The mother stated that they took off the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.